Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error detected alarm and low battery alarm due to j6 connector resistance issue. The pump was also received with faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a battery issue. The customer¿s blood glucose was 111 mg/dl. It was reported that they had a low battery alert. The customer had to change the battery every 4 days. The insulin pump will be returned for analysis.